Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic vats (video-assisted thoracoscopic surgery) lobectomy, while resectioning the lung tissue, the knife partially cut the tissue. The surgeon dissected the tissue with scissors to complete the staple line. There was no patient injury.